Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited increased impedance. The patient has complete heart block, the right ventricular lead was capped and replaced.